Event description:
After connecting collection device to a-line and while attempting to remove it, the connection part broke off and was stuck in the aline blue cap. Blue cap was replaced, no harm to the patient.